Event description:
It was reported that the subject coil was detached within the microcatheter during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated, d9 returned to manufacturer on: updated, h3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject main coil was seen to be severely stretched and the suture damaged. The subject main coil was seen to be fractured. The functional inspection was not performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil detached within the catheter without any detachment methods being utilized. A new catheter was opened and new coils were used. Additional information provided by the customer indicated that the issue occurred during advancement and the type of microcatheter used in the procedure was unknown. The device was returned for analysis, and it was noted that the subject main coil was severely stretched, and the suture was damaged. The main coil was found to be fractured rather than prematurely detached. Therefore, the reported damage 'main coil prematurely detached/separated during use' was not confirmed since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the analysis of the returned device, it is probable that the main coil was damaged (stretched, fractured, suture damage) due to advancement against resistance in the microcatheter that may have potentially occurred during the procedure. An assignable cause of procedural factors will be assigned to the analyzed 'main coil stretched', 'main coil suture damage' and 'main coil broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited.

Event description:
It was reported that the subject coil was detached within the microcatheter during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.